Event description:
It was reported that during surgery, the surgeon appeared to had problems with the lag screwdriver. The inner threaded rod is bent at the tip. Another device was utilized to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.